Event description:
Non-delivery during testing at the user facility. The device was returned from clinical service with an unsigned note that states, "pump was dropped". During testing, it was reported that the motor shaft was not turning. According to the customer contact, the display screen indicated the volume infused continued to increase, but nothing was being delivered. The tubing cassette was reported to be correctly seated in the pump. There were no reports of any adverse patient events associated with the device while in clinical use. Though requested, no event details or tracking information including nurse or patient were available.